Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. Logfile review for the day confirmed that the treatment plan was planned for distance for the right eye and was performed on that day without any error or problem. However, the reported problem is not system related. A technical root cause could be excluded. The root cause could not be identified conclusively. The possible root cause could be user error. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported patient underwent primary lasik approximately two months ago and returned for photo refractive keratectomy (prk) enhancement. At the time of the enhancement, the patient's right eye was to be targeted for near vision. Desired residual refractive error not noted which resulted in distance target for both eyes. It will be determined later if enhancement is desired for the right eye once healing is complete.